Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 47 mg/dl. Customer's other blood glucose value was 70 mg/dl and 101 mg/dl. The customer was treated with food. The device will not be returned for analysis.

Manufacturer narrative:
Harm code of coma has been removed because not mentioned in notes. (B)(4).